Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the ok keypad button is unresponsive to presses since last night. He noted that the ok button only responds when pressed with a fingernail and that the button feels flat. The family member denied physical damage to the pump except that the keypad button symbols are worn; denied that the pump is exposed to water; and stated that the patient carries the pump attached at the waist with a clip.